Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 1627487-2021-16834. It was reported that patient experienced loss of therapy and discomfort at the implantable pulse generator site. Upon x-ray review lead migration issue was confirmed. Leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.